Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication with the ipg. The patient is also without stimulation. A company representative met with the patient and confirmed the issues using the external devices. The patient programmer also reflects a communication error. As such, the patient will undergo surgical intervention to address the issues.

Manufacturer narrative:
Describe event or problem - additional information has been obtained

Event description:
It was reported that the patient had their ipg replaced (B)(6) 2018. Therapy was established post-op.